Event description:
It was reported that when the manufacturing representative was recharging the implantable neurostimulator (ins) prior to implant they got a power on reset (por) message. When the ins was interrogated with the clinician programmer they got a por message with error code 0x2. The ins was not used.

Manufacturer narrative:
(B)(4).